Event description:
It was reported that during followup it was noted that the device had no output and interrogation was not possible. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The no output and no telemetry conditions were the result of a depleted battery. It was also noted that lifted hybrid bond wires occurred post explant.